Manufacturer narrative:
The technician retightened the ground screw at the high voltage board, and the ground is now within specification.

Event description:
The technician found the bed has a high ground resistance reading of .40ohms.